Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the pain stimulator stopped working in (B)(6) 2013 ever since a nerve block was done. There were no reported patient symptoms. The patient's indications for use included failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they experienced a loss of therapy. The implantable neurostimulator (ins) died about 2-3 years ago and was scheduled for a replacement (B)(6). The ins was too old. The patient went for a total knee replacement in 2013 and noticed the battery kept going down since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.